Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital not feeling well. Review of their system indicated there was pacing inhibition on the right atrial (ra) channel as well as a high out of range pacing impedance measurement of greater than 2000 ohms. During provocation testing, oversensing of noise was also observed causing the physician to believe the ra lead may be fractured near the clavicle. A temporary pacing lead was inserted in the patient causing their heart rate to drop from 60 to 30 pulses per minute. The ra lead remains in service and there were no additional adverse patient effects were reported.